Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had hair in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
The hemopro and cannula were returned to the factory for evaluation. The hemopro was returned inside the cannula with bother ends wrapped in paper towel. The towels were removed and a visual inspection was conducted. Signs of clinical use were observed. No blood was observed to the devices. The reported hair in the device was not identified and was not observed during the visual inspection. A second investigator conducted a visual inspection and did not identify the reported hair. Based on the returned condition of the device and the results of the investigation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had hair in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.